Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was rigid video laparoscope had dark image. The issue was identified during device service and inspection. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. During the device evaluation, the following reportable malfunctions were identified: a concavity at the distal end of the light guide bundle and component failure of the light guide bundle. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: the dark image was caused by a component failure in the light guide bundle. The most probable cause of additional malfunctions found during the investigation was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.